Manufacturer narrative:
H2, h3: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the mobile viewing station (mvs) was displaying that "3d is disabled. Navigation connected but not ready." The local representative (rep) could hear the system orienting and initializing when selecting 3d on the hand switch, but then it just stopped. The system was rebooted with no resolution. Delay and patient impact information were not provided.

Event description:
The procedure being performed was a posterior spinal fusion l4-s1. The imaging system issue caused a 30 minute delay in the case and resulted in aborting navigation. The health care professional had to complete the case using a competitors imaging system. No harm was done to the patient, and the procedural outcome was as expected.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, lot/serial #: unknown. H3: the manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) was displaying that "3d was disabled. Navigation connected but not ready." The rep could hear the system orienting and initializing when selecting 3d on the hand-switch but then it just stops. They adjusted the power supply to 5.22v (found at 4.9v). Cleaned the power supply connectors. Connected to labview/all were okay. Connected to battery stack checker it was okay. Set the unit of measure to gy. Checked/verified pendant. Checked/verified umbilical connectors, connections and pins. Verified logs. Rehomed system and that was okay. Shoot multiple 2d - 3d and that was okay. Ran a system checkout. System was given back as ready to use for clinical cases. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.